Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(4) 2020. The customer's blood glucose level at the time of the incident was above 800 mg/dl and the current blood glucose was 160 mg/dl. Customer was treated with intravenous insulin infusion and manual injection. The insulin pump was receiving no delivery alarm. The customer had changed the set and reservoir. The high-pressure test passed. Customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. The insulin pump will not be returned for analysis.